Manufacturer narrative:
As received, the device could not be interrogated. The cause of the loss of telemetry was found to be due to low battery voltage from premature depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a li cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, the device was interrogated but was unsuccessful. However, during a prior in-clinic follow up that occurred over a year ago, the battery longevity of the device was estimated to be at 2.1 years. It was suspected that the cause of the event was due to premature battery depletion. The device was explanted and replaced to resolve the event. The patient experienced no consequences.